Event description:
I went in for routine medication check and my device received a software update. My device is part of a class ii recall but no notification was sent to me. My generator has depleted rapidly and when the software update finished a code #103 displayed. The engineers at boston scientific calculated 28 days of battery life remaining. I am completely pacer dependent and have been since 2005. I am confused as to why this is not a class I recall as the patients who have these generators are completely dependent for synchronization. This pacer was placed in an attempt to stall a transplant as long as possible. Additionally, were the battery to run out, the patient would not have the capacity to benefit from defibrillation apart from standard rhythm therapies that the generator sends to correct irregular rhythm events. That the engineers estimated the remaining battery life in days is absolutely frightening and that more information is not readily available about the medical device in my heart speaks to a sadly broken system. When I looked up medical device recalls on the FDA website it didn't show up, I have to assume the information. Please upgrade this to a class I recall so that patients are notified directly and know how to get their devices checked. Someone will run out of battery and die.